Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the video socket connector had defective locker, it didn¿t secure the scope video cable. Additionally, the power switch needed to be replaced. The top cover, front panel and bottom chassis, front chasses, rear panel needed to be replaced due to corrosion. And the software needed to be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had image quality issue, the image was washed out. It has been a long-term ongoing issue. They have been using it that way. There were no reports of patient or user harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image is noisy or distorted occurred because video cable cannot be secured due to video connector socket failure. Olympus will continue to monitor field performance for this device.